Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm. Pump error 63 alarm (variableinfo=3) confirmed in the device history due to broken trace at u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received pump error. Customer was able to clear error and rewind insulin pump. Customer performed self test which was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.